Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw. It remained attached at the base of the jaw but was detached at the tip of the jaw. The insulation on the jaws were cracked, frayed and appeared to be melted indicating burn of device component. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe an electrical issue for failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ was not confirmed, but was confirmed for the analyzed failures " bent wire" and " burn of device or device component- boot burn".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would stay activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would stay activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.